Manufacturer narrative:
A forceps sample was received in an outer blister including the cover foil. The returned sample was not well fixed. The sample was visually inspected with the aid of a photomicroscope with various magnifications. It was found that the shaft and grasping arms are bent. The forceps shows surgery residuals. Due to the condition of the sample, the customer's complaint could not be confirmed. The bending does not allow a detailed examination of the root cause. The root cause for the reported event could not be determined conclusively due to insufficient sample. A manufacturing or design related root cause for the damage of the complained device has not been identified. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided. A sample is indicated to be available that was not yet received at manufacturing for evaluation. The device history record for the suspected lot was reviewed. A deviation for the reported lot number was found but it was again 100% inspected afterwards. The product was released according to acceptance criteria. A 100% final inspection is performed for this product. A root cause cannot be ascertained because the damage cannot be confirmed without receiving a sample for investigation. A sample has not yet been received at manufacturing for investigation therefore, damage cannot be confirmed and a root cause cannot be identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found in the production documentation and the sample was released according to acceptance criteria. A 100% final inspection is performed for this product. A root cause has not been identified. The root cause will be stated when the sample has been analyzed. No further actions have been taken at this time. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that an ophthalmic forceps device would not reopen its branches after the first actuation during a vitrectomy surgery. An alternate forceps was obtained in order to complete the procedure. There was no harm to the patient. Additional information has been requested.